Event description:
The advocate stated that the customer tested her blood glucose and received readings of 250 and 257 mg/dl using her breeze2 meter. The advocate stated that the customer's glucose was low and, as a result, she was taken to the hosp. He was unable to provide the blood glucose readings that the paramedics or hosp received. At this time, no other info is known about the event. The advocate did not have the customer's test strips at the time of the call, so it was not possible to troubleshoot or obtain that info. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.